Event description:
It was reported that the device left metal debris in the patient's knee. It was further reported that the rpm's on the device were set at 7800. Another device was used to successfully complete the procedure although it did take additional time in order to remove all of the debris.

Manufacturer narrative:
Additional information will be provided once investigation is completed.